Manufacturer narrative:
Investigational summary: retain testing of m313.a lot# 111120 paired with m313.b lot# 188316 performed as expected. All positive samples yielded positive results. All negative samples yielded negative results. No false positives were observed. Unable to duplicate customer complaint.

Event description:
False positive: customer reporting positive solana sars that resulted as negative when tested by (B)(6).